Manufacturer narrative:
The set was not returned for evaluation. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The set was not made available for evaluation.

Manufacturer narrative:
(B)(4). A follow up MDR will be submitted upon completion of the plant investigation.

Event description:
A peritoneal dialysis patient's nurse reported the patient had reported a fluid leak. The patient had finished treatment and found fluid in the cassette area. The patient experienced no adverse event from the fluid leak. The patient was not administered an antibiotic and did not have any adverse event. The set was being made available for evaluation.